Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint of pumping segment area separation during priming could not be verified due to the product not being returned for failure investigation. Device history record review for model 2426-0007 lot number 22129249 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set broke while placing it into the pump. The following information was provided by the initial reporter: "issue: bd alaris pump infusion set broke during placement into the alaris pump. This has happened prior. Luckily, the medication was a 1l bag of normal saline and we were able to administer pt med without a delay in care. Was there injury? N".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set broke while placing it into the pump. The following information was provided by the initial reporter: "issue: bd alaris pump infusion set broke during placement into the alaris pump. This has happened prior. Luckily, the medication was a 1l bag of normal saline and we were able to administer pt med without a delay in care... Was there injury? No".